Event description:
Manufacture received a report from outside the u.s regardiing a malfunction of a transactive plus ceiling lift. At the top of the lifting range,as the strap wedge touched the lift, the wedge tore the stitching apart at the closed loop holding the carry bar. Once the strap wedge tore through the stitching, the loop no longer existed causing the carry bar to no longer be supported. No patient was hooked onto the carry bar during this instance and no injury or illness has been associated incident report summary and investigation testing report. Following this investigation, initial notification letters were sent to each u.s. Distributor in february 2005. Follow-up letters to those same distributors will be sent to verify the required corrective action has been taken.